Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), migraine ("migraine") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, back pain, dyspareunia, menorrhagia, vaginal discharge, fatigue, migraine, headache, hormone level abnormal and weight increased outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge, fatigue, migraine, headaches, hormonal changes and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received ¿ case becomes incident. Previously reported event ¿injury nos¿ replaced by new specific events: back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge, fatigue, migraine, headaches, hormonal changes and weight gain were added. Essure indication, insertion and removal date were added. Patient date of birth and consumer address were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.